Event description:
A (B)(6), female, underwent a tah bso on (B)(6), 2010 for large fibroids. Pt's post-op course was complicated by pelvic abscess and she was admitted 3 times for this problem and presented to the clinic with complaints of severe incisional pain as well as pelvic pain. Pt was admitted on (B)(6), 2011 and taken to surgery. A retained surgical towel was found in the left lower quadrant and was removed in its entirety. Risk management was notified of this incident on (B)(6), 2011 and an investigation is ongoing at this time.